Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Device analysis revealed that the catheter had a damage (detached in the sheath assembly from femoral marker to the proximal end.). A damage was observed on the guidewire exit port assembly. A kink was observed in the telescope assembly from femoral marker to the proximal end. The telescope assembly was not able to properly pull back, advance, and retract, due to the returned condition of the catheter. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an imaging catheter stuck in stent occurred. The target lesion was located in the moderately calcified left anterior descending artery (lad). An opticross¿ imaging catheter was selected for use. After a non-bsc stent was deployed into the target lesion, the physician inserted the opticross¿ imaging catheter to perform intravascular ultrasound (ivus) in order to observe the implanted stent, however, it was noticed that the opticross¿ imaging catheter was stuck within the distal part of the implanted non-bsc stent. The opticross¿ imaging catheter was removed successfully and the procedure was completed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that an imaging catheter stuck in stent occurred. The target lesion was located in the moderately calcified left anterior descending artery (lad). An opticross¿ imaging catheter was selected for use. After a non-bsc stent was deployed into the target lesion, the physician inserted the opticross¿ imaging catheter to perform intravascular ultrasound (ivus) in order to observe the implanted stent, however, it was noticed that the opticross¿ imaging catheter was stuck within the distal part of the implanted non-bsc stent. The opticross¿ imaging catheter was removed successfully and the procedure was completed. No patient complications were reported and the patient's status is good.